Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatch reports being submitting as four separate devices were used. See 2210968-2007-00665, 2210968-2007-00666, 2210968-2007-00667 and 2210968-2007-00668 for all medwatch reports. The same patient is represented in each medwatch.

Event description:
Customer reported that a patient presented with redness, an oily material and wound dehiscence on the left breast following a bilateral lumpectomy. No reaction on the right breast was noted. The pt was returned to surgery for wound closure. The wound was closed three times with monocryl but dehisced each time. The wound was then closed with nylon. No further event details were provided.